Event description:
Reporter calling, stating she had spinal surgery in her neck on (B)(6) 2024, and was discharged two days later, on (B)(6) 2024. Reporter states that upon discharge she was instructed to use a biomet orthopak bone growth stimulator for six months. Reporter states she wears the device every day, as instructed, but has been having problems. Reporter states the included electrodes cause her skin to itch and they are "too adhesive" and cause constant skin irritation. Reporter states there was also a problem with the battery that was only recently discovered. Reporter states as a result she has been wearing the device for two months however recently learned that the device wasn't working during this time. Reporter states she has concerns about her healing and recovery process after her spinal neck surgery, and fears that lack of treatment these past two months has put her recovery behind. Reporter states a new device is being sent to her but it has not yet arrived. Additionally, reporter states she will be following up with her surgeon's office regarding her concerns about recovery and the healing process. Reporter states she feels this device has been detrimental to her health.